Event description:
Clinic notes dated (B)(6) 2013 were received which indicate that the patient is not sure if the vns is working well. The physician states that the patient's vsn device will be turned off for an MRI and the device may be replaced soon due to the battery life being nearly over.a battery life calculation estimates approximately 1.97 years until end of service. Attempts are underway to determine why it is believed the vns is not working. No other information has been provided.